Manufacturer narrative:
(B)(4). Date sent to the 4/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch pdh413, and no non-conformances were identified. H6 component code: g07002. Device not returned. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any piece left inside the patient? Patient¿s current status? All answers above are unobtainable. Once there is any update, we will update the information. (B)(4). Date sent to the 4/12/2021.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pdh413, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2021 and a suture was used. During the thoracoscopic radical resection of lung cancer, in the hemostasis operation step, needle and suture separation occurred. The needle was embedding into the lung tissue, 20 minutes after separation was removed, to suture hemostasis after closing the thoracic cavity. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.